Event description:
Info received indicates the tech found the trendelenburg function is not working and when he operates the reverse trendelenburg function the head end of the bed rises a few inches and runs back down. He also noted that the hi/low up function doesn't work either.

Manufacturer narrative:
The tech found that the trend hook is about 3 inches away from the pin indicating something is bent within the trend box. Repairs have not been completed.